Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changed the infusion set on saturday and it was not delivering. Customer was giving 5-10 doses but it was not lowering his blood glucose. Customer's blood glucose went down from 400 mg/dl on sunday after he moved the location of the infusion set. Customer did not report a no delivery, just not it did no deliver effectively. Customer does not have time for troubleshooting and does not have any other problems. In a previous call, the customer reported doing 5 set changes due to no delivery alarms. Customer's blood glucose was 192 mg/dl at the time of the incident and it was currently over 200 mg/dl. Customer treated with a bolus. Customer declined to perform the high pressure test. Customer mentioned having a low blood glucose level of 61 mg/dl. Customer was experiencing low blood glucose in the 70's mg/dl and low 200's mg/dl for 3 days. Customer was taking herbal supplements and was advised to monitor the pump and her blood glucose.